Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-13093. The pt has 2 leads from different lot numbers. Submitting reports for both leads. It was reported the pt was not receiving effective stimulation coverage for her lower back. A sjm rep met with the pt and attempted to reprogram her scs sys. She was not able to get stimulation coverage to the pt's lower back. The pt stated her stimulation never went higher than the low to mid buttocks area. The physician ordered x-rays to check for lead placement. The physician was to review the x-rays with the pt at a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.